Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed invalid trend data, including patient data and pacing percentages, and exhibited a bit flip error. The device remains in use. No patient complications have been reported as a result of this event.